Event description:
The caller says they are having multiple problems with epidural sets. The caller alleges the spring will not move when pressed after the tab had been removed, therefore no fluid can pass through set. No tubings were saved from this batch. This happened to at least three sets. The caller has no samples to send back nor lot numbers to provide at this time.

Manufacturer narrative:
The device was not returned to moog for evaluation. The complaint could not be confirmed.